Manufacturer narrative:
Additional info: h6. Complaint is confirmed. Visual evaluation noted that the distal end of the drill bit peripheral had broken. Also, it was noted the laser marks are faded. However, the broken piece was not returned for investigation. The probable cause of this condition is the excessive force used to pry and/or leverage the device. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/23/2023, it was reported by a sales representative via sems that an ar-9628 3.0 mm drill bits tip broke off. This occurred during a reverse total shoulder on (B)(6) 2023. No additional information was provided.